Manufacturer narrative:
(B)(4): the facility reporter indicated the patient was in her seventies. The facility reporter indicated the patient was fairly obese. Evaluation summary: evaluation found the device was returned fully clip deployed with the exchange sheath pushed away from the clip applier and located at the distal end of the tube set. The sheath slitting was initiated by the cutter but the sheath had not been slit. The cutter was examined and found to be undamaged and not a contributing factor in the event. The hub of the sheath and clip applier retaining latches were examined, there was no damage or indication the hub had been attached to the clip applier at any point during the deployment. During testing the hub was connected to the clip applier and an audible click was heard. The sheath hub was connected securely and held to the clip applier without difficulty. The condition of the returned device and test results indicate this step was not correctly completed and resulted in the sheath being pulled distally during plunger deployment. The distal tip of the exchange sheath was damaged from striking the opened vessel locator wings. This type of damage is consistent with what occurs when the sheath hub is not properly connected to the clip applier causing the sheath to cover the vessel locators during deployment. The incorrect positions of the sheath interfered with vessel access and cause the sheath to be pulled distally as the thumb advancement continued. The vessel locator wings were bent and protruding out of the distal end of the tube set. This finding is not consistent with the report of the device being removed after losing vessel access. This type of damage is consistent with what occurs during compaction of subcutaneous tissue between the distal end of the tube-set and the locator wings during thumb advancer deployment through the tissue tract which creates distal forces resulting in bending of the locator wings. Based on the findings of this investigation the root cause for the sheath detachment and other detected damage was due to incorrect technique/procedure during the closure procedure. No manufacturing or quality issue was detected. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this report.

Event description:
It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the locator wings did not deploy, although a click was heard, when the plunger was depressed the device came out of the patient's anatomy. Manual compression was applied for approximately 10 minutes to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.(B)(4):during processing of this complaint attempts were made to obtain complete event, patient and device information.